Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robot-assisted partial nephrectomy procedure on an unknown date, and "after starting with a pneumoperitoneum pressure of 10 mmhg, the renal artery was clamped and the pneumoperitoneum pressure was set to 15 mmhg. Peep was turned off. Small venous damage was then confirmed. Two minutes later, spo2 had fallen to 87% and etco2 had also fallen by 11 mmhg, so gas embolism was suspected. The pneumoperitoneum pressure was immediately returned to 10 mmhg, peep was changed to 5cmh2o, and pure oxygen was administered. The patient's circulation stabilized and vital signs improved, so surgery was allowed to proceed. After the surgery, a contrast CT scan of the head, chest, and abdomen was taken, which showed no gas images. Blood gas measurements confirmed that there were no problems with oxygenation, and the patient was able to get out of bed on the first postoperative day and was discharged on the seventh postoperative day." The procedure was completed without the use of an alternate device. There was no report of a device malfunction. This report is being raised due to the reported injury of gas embolism suspected during surgery.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robot-assisted partial nephrectomy procedure on an unknown date, and ¿after starting with a pneumoperitoneum pressure of 10mmhg, the renal artery was clamped and the pneumoperitoneum pressure was set to 15mmhg. Peep was turned off. Small venous damage was then confirmed. Two minutes later, spo2 had fallen to 87% and etco2 had also fallen by 11mmhg, so gas embolism was suspected. The pneumoperitoneum pressure was immediately returned to 10mmhg, peep was changed to 5cmh2o, and pure oxygen was administered. The patient's circulation stabilized and vital signs improved, so surgery was allowed to proceed. After the surgery, a contrast CT scan of the head, chest, and abdomen was taken, which showed no gas images. Blood gas measurements confirmed that there were no problems with oxygenation, and the patient was able to get out of bed on the first postoperative day and was discharged on the seventh postoperative day.¿. The procedure was completed without the use of an alternate device. There was no report of a device malfunction. This report is being raised due to the reported injury of gas embolism suspected during surgery.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor per regulatory requirements to help ensure patient safety.